Event description:
New information states that the pulse generator was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a device check, during interrogation the pulse generator exhibited premature elective replacement indicator and loss of telemetry. No additional information was available. No patient symptoms were reported.